Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed superficial driveline damage; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted driveline image confirmed that the silicone jacket was torn near the terminus of the controller connector bend relief, and the underlying bionate layer was visible. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. The patient remains ongoing on vad-14974 with no further reported issues at this time. The relevant sections of the device history records for vad-14974 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the patient experienced frequent power cable disconnect alarms rather than driveline disconnect alarms.

Event description:
It was reported that log file review was requested for a heartmate 2 patient experiencing frequent driveline disconnect alarms. It was noted that all of the patients connections appeared to be in working order but that the patient does have nighttime dementia. The patient was noted to have wear and tear to the outer layer of the driveline. The patient denied hearing any chirping or extra sounds/alarms from the system controller recently, though the patient was noted to be a poor historian. Log file review revealed no driveline disconnect alarms between (B)(6) 2025 and (B)(6) 2025. There was no evidence of any driveline electrical conductor issues scene seen in the log files. The log file captured only routine events. Rescue tape was applied the driveline. The center noted that the patient had a full annual equipment inspection 2 months ago. The site noted the patients caregiver intended on supervising the patients power transfers, and the patient would follow up for ventricular assist device interrogation in one month.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.